Event description:
During a scheduled distractor removal, the surgeon discovered the mesh foot was broken. Surgeon removed the hardware as scheduled. Surgeon noted he missed the broken mesh foot on the x-rays taken.

Manufacturer narrative:
Additional info has been requested. The investigation could not be completed, no conclusion could be drawn, as the product has been returned and is beginning the evaluation process.